Event description:
A user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident. The facility technician was advised to verify all pht tests pass, check the hydraulic pressures, and replace the air separator. Also the facility technician was advised to set-up tubing/dialyzer and saline ag and test recirculation mode. No parts were replaced. The machine has not been returned to service.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up) and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.